Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use the catheter was discovered to be damaged and has a "rough spot" with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: today one of our preop nurses discovered a 22gax1.0 in bd insyte autoguard bc IV catheter with a rough spot on the plastic cannula. The spot could not be seen with the naked eye but it felt rough to the touch and the patient could feel the sensation of a rough spot as the catheter was inserted. The catheter was removed intact and another stick with a new cannula was required.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code and initial reporter facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the catheter was discovered to be damaged and has a "rough spot" with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: today one of our preop nurses discovered a 22 ga x 1.0 in bd insyte autoguard bc IV catheter with a rough spot on the plastic cannula. The spot could not be seen with the naked eye but it felt rough to the touch and the patient could feel the sensation of a rough spot as the catheter was inserted. The catheter was removed intact and another stick with a new cannula was required.